Event description:
It was reported that impedance measurements taken on the patient's neurostimulator showed greater than 4000 ohms on some of the bipolar pairs. The only electrode combinations within normal range were 0-1, 1-2 and 2-3 (all at 1883 ohms). All others were greater than 4000 ohms. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information. The lead was revised, and the stimulator was replaced. Afterwards the patient was getting "good" stimulation.

Manufacturer narrative:
Lead: model 3487a-45, lot# j0406294v, implanted: (B)(6) 2004, explanted: na. Extension: model 748910, serial# (B)(4), implanted: (B)(6) 2004, explanted: na. Extension: model 748910, serial# (B)(4), implanted: (B)(6) 2004, explanted: na. Lead: model 3487a-45, lot# j0406294v, implanted: (B)(6) 2004, explanted: na. Programmer: model.